Event description:
Medtronic received information that this bioprosthetic valve was abandoned at implant due to moderate central regurgitation. It was reported that the valve was successfully replaced with no adverse patient effects. The valve was returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was discolored showing evidence of blood contact. All leaflets appeared intact. Indentations and abrasions on the free margin and lunula of the left and right cusps adjacent to the left right commissure appeared to be consistent with historical events for a suture wrapped around the stent post. The lunula of the right cusp appeared to bend or fold across the left right commissure towards the left cusp. All commissures were intact. The valve was tested in-house on the pulse duplicator at 70 beats per minute/65% diastole; c.o. Of 5 l/m. The hydrodynamic testing data showed the gradients were very close to the historical testing data. The regurgitations were also as close as the base line. High speed video showed the leaflets coming to complete closure with no evidence of central regurgitation. Conclusion: visual analysis of the device revealed that indentations and abrasions on the free margin and lunula of the left and right cusps adjacent to the left right commissure appeared to be consistent with historical events for a suture wrapped around the stent post. Hydrodynamic pulse duplication testing with high speed video observation showed normal, full opening and closing leaflet motion with no evidence of leakage. Flow through the valve was documented using echocardiography, digital high speed imaging and flow meter assessment. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the information provided and the analysis findings, it is concluded that use error was the likely cause of the event. There are no trends on this issue. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The product has been returned and continues to undergo extensive analysis. Following completion of the analysis, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve was abandoned at implant due to moderate central regurgitation. It was reported that the valve was successfully replaced with no adverse patient effects. The valve was returned for laboratory analysis.